Manufacturer narrative:
This product has not been received for evaluation, however a verathon sales representative went by the hospital to evaluate the problem. He found that when the cable was plugged into a tisu blade and moved at different angles at the point where the cable meets the back of the connector portion of the smart cable, the image would cut in and out. When another cable was used with the same monitor and tisu blade there was no issue. The representative believes that the hospital employees had been disconnecting the tisu blades from the smart cable by pulling on the cord itself and not holding the connector of the cable. It is his belief that this has lead to wear and tear on the cable each time that it happened resulting in the cable not functioning properly. The cable has been replaced. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the picture would cut in and out as the smart cable was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.